Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal power distributor (upd) for failure analysis investigation. The unit was analyzed and upon visual inspection, no issues were found that would be related to the reported failure. The upd was installed and tested onto a golden pca system where the component functioned as expected. The system failed to start up with errors 31221 with all arms were red. Channels 24 and 28 on the ppd boa showed 0v, indicating no voltage present on those lines. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Field service engineer (fse) replaced the universal power distributor (upd) due to upd was unable to start. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a training/demo of the da vinci system, a power issue was reported. Technical support engineer (tse) reviewed the system logs; not all errors were available due to a restart of the system. Tse found an error related to the power distributer board on the patient side cart (psc). Fse informed that the psc had multiple red leds turned on. Customer already restarted the system, with the circuit breakers and emergency power off (epo), however the issue was not resolved. There was no report of patient involvement.